Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. Two clips were implanted, reducing tr to a grade of 1. At the one month follow-up appointment, echocardiography showed the implanted clips had detached from the septal leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. Tricuspid valve insufficiency/ regurgitation appears to be due to the slda. Tricuspid valve insufficiency/ regurgitation is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance. There is no indication of a product quality issue with respect to manufacture, design, or labeling. C

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. Two clips were implanted, reducing tr to a grade of 1. At the one month follow-up appointment, echocardiography showed the implanted clips had detached from the septal leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 4.